Event description:
It was reported that the nurse stated they were trying to start therapy on a patient. The arctic sun device keep getting alarm 01(air leak) and 02(low flow). The water flow rate (wfr) was 0 l/min. Confirmed they had the xxs pads connected. Had nurse stop therapy, empty pads, and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100%, system hours were 3,810, and pump hours were 1,438. Informed nurse to send the device to biomed and swap to a new device. Encouraged nurse to call back with any issues. Per wo changes on 06mar2024, it was reported that biomed stated the arctic sun device was failing calibration for low inlet pressure. A functional check showed that the circulation pump was unable to generate -7 psi in bypass mode. Discussed that this was indicative of a failed circulation pump. Requested a quote for the 2k hour service and loaner. Per follow up information received via phone on 18mar2024, it was reported that therapy was completed successfully with second arctic sun. There was no impact to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to start therapy on a patient. The arctic sun device keep getting alarm 01(air leak) and 02(low flow). The water flow rate (wfr) was 0 l/min. Confirmed they had the xxs pads connected. Had nurse stop therapy, empty pads, and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100%, system hours were 3,810, and pump hours were 1,438. Informed nurse to send the device to biomed and swap to a new device. Encouraged nurse to call back with any issues.